Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation and stimulation in the non-target area. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead with pre-loaded enhanced stylet - 50cm; model#: sc-4316, lot#: 14793422/ 16445126, description: clik anchor.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Expiration date: ni.